Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The lot number was not recorded and could not be obtained. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). The target lesion was located in the diagonal artery at the bifurcation with the left anterior descending (lad) artery. The physician used a 7fr introducer sheath to access the lesion. A csi viperwire guide wire was advanced across the lesion and the oad was loaded onto it. The physician performed three runs at low speed, but post-atherectomy angiography revealed a perforation. The physician deployed a stent across the perforation and successfully resolved it. The patient status remained stable throughout the procedure. Three requests for additional information have been made, but none has yet been received.